Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed with no anomalies found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicates apparent explant damage. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to a lead dislodgement on the right ventricular (rv) lead. The rv lead is suspect of a fracture. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.